Event description:
It was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.